Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient's (B)(6). Device implanted on an unreported date in (B)(6) 2016. Correction of expiration date from medwatch report (medwatch report of 01/01/2018). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A surgical patient experienced a large hematoma, massive bleeding, asystole, full cardiac arrest related to vascu-guard; and the patient subsequently died. It was reported that two days after a right carotid endarterectomy with bovine graft and a temporary shunt placement surgical procedure, and thirty hours post discharge from the hospital, the patient experienced a "large hematoma on the right neck" with "massive bleeding". The patient went into asystole. The patient was taken to the hospital in cardiopulmonary arrest. Treatment details were not reported. That same day, the patient died. The cause of death was not reported nor was it reported if the patient had an autopsy performed. No additional information is available.